Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is limited to part: (337170 upgraded) 650686 spaiii and serial number: t0246 problem statement: customer reported: wash tower leaking¿ manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 03jun2020 to date 03jun2021 (rolling 12 months) complaint trend: there are 7 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 03jun2020 to date 03jun2021 (rolling 12 months) investigation result / analysis: per fse report: could not replicate y-axis errors. Replaced the wash station filter assembly. Tested and verified instrument. Instrument is operating normally. There was no contact with the fluid. No other information available. Service max review: review of related work order# (B)(4). Install date: not provided defective part number: 640835 spa inline filter kit work order notes: subject / reported: wash tower leaking problem description: leaking cause: inline filter clogged work performed: replaced inline filter solution: replaced inline filter returned sample evaluation: did not request return of defective part manufacturing device history record (DHR) review: review of the DHR for serial number: t0246 and pn650686 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 02 was reviewed. Hazard(s) identified? Yes no. Hazard ID: 3.1.29 _ hazard: environmental biohazard severity: 5 probability: 1 risk index: 5 implementation: bd facs sample prep assistant iii IFU 23-13406-03 ver a - rev 01 risk control:_alarp_____ mitigation(s) sufficient yes no. Root cause: based on the investigation result and the fse¿s comments the root cause was a clogged inline filter conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the wash station leaking. H3 other text : see h.10.

Event description:
It was reported while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no reported user impact. The following information was provided by the initial reporter: it was reported by the customer that there are y axis errors and wash tower is overflowing. Was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Sheath what is the source of leak -- waste line or non-waste line? Waste line was the customer exposed to blood or bodily fluids? No was there any physical harm to the customer as a result of the leak? No was the fluid spraying out from the point of the leak? No was the waste mixed with decontamination / bleach solution? No was proper ppe being worn at time of leak and during clean up? Yes

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facs¿ sample prep assistant waste leaked outside of instrument. There was no reported user impact. The following information was provided by the initial reporter: it was reported by the customer that there are y axis errors and wash tower is overflowing. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Sheath. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Was the fluid spraying out from the point of the leak? No. Was the waste mixed with decontamination / bleach solution? No. Was proper ppe being worn at time of leak and during clean up? Yes.